Event description:
The customer reported that insulin was leaking from the reservoir past the o-rings. The customer's blood glucose reading at time of call was 336mg/dl, and she was treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.